Event description:
It was reported that during da vinci-assisted surgical procedure, 8mm force bipolar instrument was found to have broken conductor wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was evaluated on an in-house system and the visual inspection revealed no damage at the conductor wire; however, the instrument was found to have a broken grip cable at the distal end. The probable root cause of the broken grip cable, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage noticed out of the ordinary. No fragment fell inside the patient.

Event description:
Refer to h11 for follow-up information.